Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Initial procedure performed was a left total knee replacement using triathlon custom knee replacements. Patient presented with progressive ap and varus/valgus laxity of her left total knee. Physician stated he does not want to completely revise her knee due her size and concern for bone loss. Physician has requested thicker cr inserts to fit her custom sized tibial baseplate.